Manufacturer narrative:
This renew allis grasper forceps tip is currently under investigation. There was no harm to the patient.

Event description:
During a laparoscopic cholecystectomy procedure, the renew allis grasper forceps tip broke while it was in use. No harm to the patient.